Event description:
It was reported that the lead appeared to have been fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that the distal conductor was fractured. Blood/body fluid was present on the outer tubing overlay. The inner insulation was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking and was breached cut. The outer insulation had a cosmetic depression and blood was present in/on the helix/lobe mechanism.